Event description:
It is reported that a customer experienced unexplained high blood glucose of 491 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer found two small air bubbles in the tubing but received no alarm from their insulin pump. The customer was assisted with trouble shooting and preformed a high pressure test in which the customer's pump passed the test functions. The customer was sent a new sets and a replacement pump. No further information was provided.

Manufacturer narrative:
The insulin pump function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was tested with water liquid reservoir and no air bubbles inside reservoir noted. However, the insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.